Event description:
It was reported that prior to implant the helix was tested. The helix was able to be extended, but could not retract. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.